Manufacturer narrative:
The device was returned to resmed for investigation. Performance testing confirmed the reported complaint. The circuit was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a defective valve. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was displaying a constant obstruction/high pressure alarm. There was no patient harm or serious injury reported as a result of this incident.